Event description:
It was reported that the needle broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Alleged failure: cobra reusable needle was broken during surgery. The surgeon removed the broken piece and the piece was fully removed from the patient. No surgical delay was reported. The procedure was completed successfully. This complaint is same event with (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) attempt to pass through thick tissue or bone, 3) attempt to load or pass incompatible suture, or 4) technique error. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the needle broke during the procedure. The piece was retrieved.